Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer had high blood glucose. Mother also tested his ketones and he was reading 5.0 ketones. Mother took customer to the hospital and he was admitted overnight for observation. In hospital he was given insulin through injections until his blood glucose returned to normal. Mother thinks the headset adhesive is not very good and is attributing the high blood glucose to the cannula falling out and causing leak. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.